Event description:
Three months prior to explant, the pt developed symptoms of congestive heart failure and rapidly deteriorated. It was reported the pt was taking warfarin as directed. Intraoperatively, the valve was "well seated" and there was no thrombus or pannus noted on the valve. There appeared that one leaflet closed slightly before the other and the second leaflet did not "smoothly" close and "hung-up" upon closing. A 27mm pericardial bioprosthesis was then implanted. The valve will be sent to an independent lab for analysis.